Manufacturer narrative:
Intuitive surgical, inc (isi) has received the prograsp forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of "jaw of clamp broken". The failure analysis investigations found that the grip pin of the assembly was missing, which was allowing the grip tips to be loose at the wrist assembly. The missing pin, (a material of approximately 0.18" x 0.07") was not returned by the customer. The report found the primary failure of missing grip pin to be related to the customer reported complaint. The root cause is attributed to manufacturing. The failure analysis reported an additional observation not reported by the customer was that the main tube exhibited signs of scratch marks/abrasions on the distal end. The main tube scratch marks measured roughly 0.03" to 0.38" in length and were not aligned with the tube axis. The material was missing from the surface of the main tube. This failure is most commonly caused by mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. Also, the failure analysis report found the additional failure of main tube scratch marks to not be related to the customer reported complain. Site history review: as of 18-may-2021, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Event verification: a review of instrument log was performed. Per the review, the device was not used on the reported event date of 14-may-2021. The instrument was last used on (B)(6) 2021 on system sk1285. The prograsp forceps had 9 uses remaining after the last use. This complaint is reportable due to the following conclusion: the customer reported complaint does not itself constitute an MDR reportable event and there was no patient injury reported; however, the dislodged missing grip pin found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the prograsp forceps instrument had the jaw of the clamp broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. The customer reported that there was no specific patient information as the device was not used on a patient. The broken instrument was reportedly found in the sterilization tray prior to being used.